Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient started treatment with injection magnex forte (1.5g every day, route not reported) and injection heparin (1000 iu, every alternate day, route not reported). The event of peritonitis was resolving. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse believed that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.